Event description:
It was reported that this was a venotomy closure of two access sites in the right common femoral vein using the pre-close technique via a small-bore sheath hole (non-abbott device) prior to an interventional pulse ablation procedure. The suture knot of one prostyle device was successfully pre-placed at one access site and advanced to the vessel wall; however, complete hemostasis was not achieved. The sheath was upsized to a 16f and the pulse ablation procedure was completed. Reportedly post procedure, a considerable amount of bleeding was noted. Manual compression was applied to the access site to achieve hemostasis and a non- abbott closure device was used to close the other access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly the pre-close technique was not used when closing with a sheath size greater than 14f. Prostyle instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The patient effect and treatment appears to be related to the circumstances of the procedure. It is unknown if the IFU deviation contributed to the reported failure to achieve hemostasis. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494- indication for use.